Event description:
The complainant reported that an impella automated impella controller (aic) generated communication at the beginning of the case to check the light going out the plug. The light was confirmed and the technician connected the pump. It started working and the motor current wave was visible and the aortic and left ventricle placement signal were visible too and then suddenly disappeared. It was decided to exchange for another aic on which the case was finished without any adverse events.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of optical signal issue and automated impella controller (aic) - controller failure (red alarm) has been completed. Console logs show that during case start, after pump 600882 was connected to the console for the first time and optical sensor g0 calibration commenced, an error message was presented to the user ¿optical sensor system error: disconnect cable¿. Real time (rt) log data shows that during this time optical signal not reliable (snr) was very low (less than10), lamp was at 100 percent and gain was 2.6 (max value). Pump was disconnected, then immediately connected prior to the screen prompt to do so. At the prompt, pump was disconnected again and reconnected twice. Eventually g0 could be successfully calibrated and corresponding rt log data showed correct optical signal with snr greater than 8000 and gain of 1.5, indicating that optical signal issue (psnr condition) has been resolved. Shortly (20s) after pump start, communication with optical bench stopped, and aic was no longer receiving data from the bench, which manifested in ¿controller error¿ alarm (1043, opm comm stopped). The logs also reported processsamplingdatafromopticalbench: sentstopacquisitioncmd ack, indicating ossiopsens receive thread gets a data sampling packet with an unexpected length. Rt log data shows that at the moment of optical data loss, last sample values for all optical parameters were recorded as ¿+16384¿, and no data points were recorded in rt log file, while all other signals were still logged. There were no controller failure alarms during the case. Optical signal issues (at the beginning of case) were most likely due to air gap at the optical pump connector, and were resolved after pump plug was reconnected. The log entry processsamplingdatafromopticalbench: sentstopacquisitioncmd ack indicates the sentstopacquisitioncmdflag was set when entering ossi_sampling_stopped_state which eventually led to a false ¿communication stopped¿ condition. The absence of snr samples impacted the console¿s ability to recognize the pump disconnection and required the user to perform a hard shutdown. The console was tested on an engineering lab bench. The failure mode was not reproduced while running an optical pump simulator. It¿s been determined that optical bench lamp power was below specification, but this did not contribute to any of the observed failure modes, and was unrelated to the complaint. D9 date was not provided.